Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable and wall adapter resulting in the pump shutting down. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. There was no adverse impact on the customer¿s blood glucose level.